Manufacturer narrative:
Title: single-incision laparoscopic reversal of hartmann¿s operation through the stoma site: comparative outcomes with conventional laparoscopic and open surgery : p. Thambi*, d. W. Borowski*¿ , r. Sathasivam*, r.-b. Obuobi¿, y. K. S. Viswanath¿ and t. S. Gill* 2007-2017 , date published :2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between 2007 and 2017, study compared clinical outcomes of single-incision laparoscopic surgery through the stoma site (sil roh) with conventional laparoscopic surgery (cl) and open surgery (os) for restoration of bowel continuity after hartmann's procedure (roh). There were 106 total patients included in the study, the colorectal anastomosis for all patients was performed using a circular stapler with trans-anal insertion. Additional complications reported include a patient in the sil group with small bowel adhesional obstruction, requiring reoperation included 2 anastomotic leaks, 1 with bowel obstruction, and 1 would dehiscence. 11 patients were converted to open surgery, 7 patient's had bowel injury, 1 ureteric injury, and 2 failed roh.